Event description:
It was reported that four days post intraocular lens (iol) implantation in the right eye, the patient reported experiencing foreign body sensation, visual disturbances such as shadows in periphery with severe glare and halos at night and feeling imbalanced. After one month of dry eye treatment the patient did not improve; therefore the lens was explanted. An iol of a different model was implanted and the patients current prognosis is reported to be good.

Manufacturer narrative:
The device was returned and evaluated. Evaluation revealed the lens was in two pieces with both haptics attached to each piece. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.